Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient lack therapeutic effect and the device was removed. No known contributing factors was noted. There was reprogramming then subsequent device removal. Lead removed one year after device removal. And the issue was resolved. No further complications were noted or anticipated